Manufacturer narrative:
Please note that this event was initially reported under manufacturing report number 9616099-2016-00472.  The complaint handling system under which the report was submitted is no longer accessible to cardinal and therefore no further reports will be submitted under the initial report number.  As reported, during an interventional procedure in the superior femoral artery (sfa) with an outback elite 120cm re-entry catheter, there was difficulty going over the aortic arch and the tip unraveled during advancement but remained on the device because the nitinol wires held the tip together. It was removed the patient and the device remained intact. The procedure was discontinued. There was no report of patient injury and the patient will be referred for surgery at a later date. The physician was treating the sfa and was having trouble going over the arch and had to use multiple wires. The access site was via the right groin with a 7f terumo sheath. The catheter was prepped in the straight configuration. The catheter tip fully retracted before insertion. The handle deployment slide locked in the proximal position and during prep the cannula/needle actuated smoothly. There was no difficulty retracting the cannula back into the catheter. There was a one to one response to the nosecone while rotating the rotating hemostatic valve during prep. An abbott sparticore command es guidewire was used in the procedure. There was difficulty advancing over the aortic arch and the device never reached the lesion which was in the distal sfa to the left popliteal. The lesion was heavily calcified but the vessel was not tortuous. The device was removed as a single unit. There was no patient injury. Five images were received. Images show an unraveled cto catheter which was keep intact by the nitinol wire. The last image shows the catheter completely assembled. A guidewire is also shown on the images. One non sterile outback elite 120cm re-entry was received coiled inside a plastic bag. The distal cannula was received fractured and the needle was not received. The catheter body was separated at 3.0 cm from the distal end. Functional test was not performed due to the condition in which the unit was received. The unit was sent to sem analysis in order to analyze the potential cause of separation. Results showed that the separated sections of the catheter body presented elongations. The elongations observed presented evidence of a plastic deformation as a product of an application of a tension force that induced the separation. Also, the bride wire and cannula presented evidence of dimples. Dimples failure could be related to these surface characteristics. These types of failures occur due to a tensile overload. Review of lot 17438707 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.  The events reported by the customer as ¿catheter tip/distal tip (outback only) - fractured-in patient and cto catheter system - tracking difficulty¿ were confirmed due to the condition in which the product was received. The exact cause of the events could not be determined during the analysis. However, procedural factors, such as elongations and ductile dimples, may have contributed to the reported events. The product instructions for use (IFU) instructs the user to always visualize tracking of the tip over the aorto-iliac bifurcation. It further recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its performance. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Neither the device history record review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken.

Event description:
During an interventional procedure in the sfa with an outback elite 120cm re-entry catheter, there was difficulty going over the aortic arch and the tip unraveled during advancement but remained on the device because the nitinol wires held the tip together. It was removed ad was still attached to the device. Procedure was discontinued. Patient is fine and will be referred for surgery at a later date. The device will be returned. The physician was treating the sfa and was having trouble going over the arch and multiple wires used. Access was via the right groin with a 7f terumo sheath, up and over the aortic arch. The catheter was prepped in the straight configuration. The catheter tip fully retracted before insertion. The handle deployment slide locked in the proximal position and during prep the cannula/needle actuated smoothly. There was no difficulty retracting the cannula back into the catheter. There was a one to one response to the nosecone while rotating the rotating hemostatic valve during prep. An abbott sparticore command es guidewire was used in the procedure. There was difficulty advancing over the aortic arch and the device never reached the lesion which was in the distal superficial femoral artery to the left popliteal. The lesion was heavily calcified but the vessel was not tortuous. The device was removed as a single unit. There was no patient injury. Photographs were also provided and are being reviewed. Addendum (7/20/2016): five images were received. Images show an unraveled cto catheter which was keep intact by the nitinol wire. The last image shows the catheter completely assembled. A guidewire is also shown on the images.